Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 201, information was received from a consumer via a company representative regarding a (B)(6)-year-old, male patient who was receiving sufentanil 175mcg/ml at 34.56 mcg/day, bupivacaine 30mg/ml at 5.939 mg/day, and clonidine 1800mcg/ml at 356.4 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. On approximately (B)(6) 2016, the patient was not getting normal relief. A 10% dose increased was done and the patient still had no relief. A dye study confirmed a leak at the entry of the spine. The patient was taken to surgery and a new spinal segment was implanted. As of (B)(6) 2016, the event had resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.